Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an event of insulin flow block on (B)(6) 2025 due to blockage in tubing. No further information available.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6), patient country: germany.